Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Post procedure, it was found that the right ventricular (rv) lead exhibited intermittent capture. The rv lead was explanted and replaced. The patient was discharged in stable condition.